Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid. D01 applicable for this product. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: p2127265/223629273, UDI#: (B)(6). H6: previously added imdrf annex code d16 is no longer valid. D01, d02 applicable for this product. Product ID: nim4cpb1, serial/lot #: p2127323/223672646, UDI#: (B)(6); h6: previously added imdrf annex code d16 is no longer valid. D01 applicable for this product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use/during testing with simulator, when rep first turned the nim vital on and proceeded to mastoid case and connected the simulator electrode end to the patient interface it was giving red x¿s and stim return not connecting while wired, however, rep switched to the other pi and it got green ticks. Rep then switched back to the one with red x¿s originally and then got green ticks. User and rep started the surgery. Setup went fine and user got all green ticks during electrode check. When surgeon made skin incision and started to use monopolar diathermy, the machine messages popped up ¿muting esu in use¿ and then ¿lead off detected¿ a bleeder and then ¿check electrodes¿, and emg monitoring disabled appeared. We went into check electrodes and all green ticks were noted. He continued to use monopolar diathermy and message ¿lead off detected¿ popped up again. At this point, surgeon asked if they could use the nim 3 as he didn¿t feel 100% comfortable using the nim vital. There was no patient impact.

Manufacturer narrative:
H3: analysis found software version v1.5.4 no other damages noticed. H6: imdrf annex codes c19 , d16 , g02030 are applicable to this product continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); reported fault not confirmed. Device put through patient interface sri testing on several occasions and pass on all occasions. Batteries are more than 2 years old and need to be replaced. Unit received with sw 1.5.4 h6: imdrf annex codes c19 , d16 , g02005 are applicable to this product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); reported fault confirmed. Device intermittently establish wired connection with reference console. Batteries are more than 2 years old. Unit received with sw 1.5.4 via field update. Main board pcba failure. H6: imdrf annex codes c0201 , d16 , g02005 are applicable to this product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.